Event description:
A customer reported that a pt's sample containing anti-e did not react with 0.8% surgiscreen lot vss103 during verification testing. No death or serious injury was associated with this incident.